Manufacturer narrative:
Updated fields: b4, d4 (serial#), g4, g7, h2, h10. The serial number for the involved iabp was incorrectly reported. The correct serial number is (B)(6). Additional information is being requested. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient post insertion of the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. The end user troubleshot the iabp unit and noted that the helium cylinder was more than half full and correctly positioned. The helium tubing was checked between the patient and the iabp unit and it was noted that there was no visible reason for the cause of the alarm. Manual inflation of the iab was performed under fluoroscopy and the expansion of the iab was observed and there was no visible disconnection of the tubing. The end user was unable to initiate an autofill. It was reported that the patient was supported with inotropes and vasopressors and the iab was removed to avoid immobility complications a half hour after insertion. No patient harm or death was reported, but we are attempting to get information on the patient outcome.

Event description:
It was reported that during use on a patient post insertion of the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. The end user troubleshot the iabp unit and noted that the helium cylinder was more than half full and correctly positioned. The helium tubing was checked between the patient and the iabp unit and it was noted that there was no visible reason for the cause of the alarm. Manual inflation of the iab was performed under fluoroscopy and the expansion of the iab was observed and there was no visible disconnection of the tubing. The end user was unable to initiate an autofill. It was reported that the patient was supported with inotropes and vasopressors and the iab was removed to avoid immobility complications a half hour after insertion. No patient harm or death was reported, but we are attempting to get information on the patient outcome.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient post insertion of the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. The end user troubleshot the iabp unit and noted that the helium cylinder was more than half full and correctly positioned. The helium tubing was checked between the patient and the iabp unit and it was noted that there was no visible reason for the cause of the alarm. Manual inflation of the iab was performed under fluoroscopy and the expansion of the iab was observed and there was no visible disconnection of the tubing. The end user was unable to initiate an autofill. It was reported that the patient was supported with inotropes and vasopressors and the iab was removed to avoid immobility complications a half hour after insertion. No patient harm or death was reported, but we are attempting to get information on the patient outcome.